Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Approximately 6 months after implantation, dislodgement of the ventricular lead was reported, which was confirmed by x-ray. The lead was successfully repositioned and the ICD was replaced.